Event description:
A company representative reported that a patient with neck pain was revised to address four migrated yukon set screws. This report captures the fourth of four yukon set screws.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.